Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for examination. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000589 comp rvrs 25mm bsplt ha+adptr; unknown central screw; unknown peripheral screw; 115320 comp rvrs shldr glnsp std 41mm; 115370 comp rvs tray co 44mm; unknown humeral stem; xl-115366 acrom xl 44-41 std hmrl brng. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -11131; 0001825034 -2018 -11132.

Event description:
It was reported that the patient had an initial shoulder arthoplasty using reverse shoulder and was subsequently revised due to screws fracturing approximately two (2) years post implantation. Due to complications of the implant fracture, not all the screw pieces could be retrieved. No other additional information is available.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The following report is being submitted to relay additional information received. Concomitant medical products: 115398 comp rvs cntrl 6.5x40mm st/rst 519220, 180554 comp lk scr 3.5hex 4.75x35 st 582950, 180553 comp lk scr 3.5hex 4.75x30 st 758130- qty 3, 115320 comp rvrs shldr glnsp std 41mm 722660, 115370 comp rvs tray co 44mm 148920, xl-115366 acrom xl 44-41 std hmrl brng 281620, 010000589 comp rvrs 25mm bsplt ha+adptr 697100, unknown humeral stem . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11132, 0001825034 - 2019 - 00690, 0001825034 - 2019 - 00691.

Manufacturer narrative:
The following report is being submitted to relay additional information received the complaint was confirmed based on post operative x-ray that was provided. X-ray reviewer stated: fracture of the inferior most screw of the glenoid component. Slight offsetting between the humeral tray and the bone. The second finding may be postoperative in nature and is not suspected to represent loosening. The device history records were reviewed and no deviations / anomalies were identified. A definite root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.